Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of the peritonitis was not reported. On an unreported date, the patient was hospitalized for the event. The patient received unknown treatment for the peritonitis. At the time of this report, the patient remained hospitalized and was not recovered from the event. Pd therapy was withdrawn during treatment. No additional information is available as the reporter declined follow up.